Manufacturer narrative:
The user reported issue was not confirmed. The pump was found to fail the occlusion test, which was not related to the reported issue. The pump was recalibrated, and tested to meet all specification on 02/23/2017.

Event description:
The user reported that the clamp on the door was broken. No patient was involved in this case.